Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as it did not work. A new inflatable penile prosthesis pump component was implanted. No complications were reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as it did not work. A new inflatable penile prosthesis pump component was implanted. No complications were reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.